Manufacturer narrative:
Analysis summary: analysis confirmed the customer comment of the stylus not being calibrated, a deviation between the stylus tip and the cursor was observed on the screen and it was noted that it was diagonal from the lower left to the upper right corner, that the xy-board (display/touch screen) was out of specification and it was therefore replaced, the touch screen (bezel) was also replaced and the touch screen connector was reseated, cleaned, its parameters reset and it was calibrated. New software was installed, the device was cleaned and it then passed its electrical safety test as well as all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's stylus was not calibrated and although the stylus was changed out the issue persisted. The programmer has not been received into service. There was no patient involvement. It was further reported that the product had been returned to service.